Event description:
It was reported via medwatch (B)(4) that the patient experienced pain and guidewire fracture occurred. Patient was in for elective cardiac catheterization with primary access at the radial artery. Copious amounts of arterial nitroglycerin were administered, however, despite this the physician was unable to navigate a 5fr non-boston scientific (bsc) guide catheter into the subclavian due to significant pain and spasm. So, the site was changed to a femoral approach. When the physician was attempting to remove the 5fr catheter and a 035/180 magic torque guidewire, the patient had significant pain which prompted further arterial spasm. More nitroglycerin was administered intra-arterially to ameliorate spasm, however, the magic torque wire was partially fractured, and a small amount of wire was left in the distal radial artery. Compression was obtained with a non-bsc compression device. Patient was evaluated post procedure and brisk radial pulse with a small hematoma that was stable, and the hand was neurovascular intact.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.